Event description:
Healthcare professional reported "rupture of prosthesis". Healthcare professional later confirmed "intracapsular rupture". Device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6).

Event description:
Healthcare professional reported right side "rupture of prosthesis". Healthcare professional later confirmed "intracapsular rupture". Device has been explanted.